Event description:
It was reported that during inspection after sterilization conducted at the user facility, the sheath of the cable was damaged, exposing wires. No medical intervention and no adverse consequences were reported with this event. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during inspection after sterilization conducted at the user facility, the sheath of the cable was damaged, exposing wires. No medical intervention and no adverse consequences were reported with this event. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is completed.

Manufacturer narrative:
The reported damage to the cable sheath was confirmed by a manufacturer repair technician through visual inspection. However, the reported event of bare copper wire was not able to be duplicated. It was confirmed during device evaluation that no copper wires were exposed. Potential causes for the reported event include a material fatigue issue or wear. The cable is not a repairable device and will therefore not be returned to the user facility.